Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an history settings issue. The reporter stated that the patient had a blood glucose (bg) of 566mg/dl with polydipsia, polyuria, nausea, symptoms of dehydration, and moderate ketones. The patient was taken to the hospital and treated with IV fluids. Customer support (cs) completed troubleshooting and the bolus settings were incorrectly programmed. The basal delivery totals in tdd match active basal program total and basal history matches the active basal program settings. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in incorrectly programmed bolus settings.